Event description:
Initiator reported that a comparison between the family member's surestep meter and a hcp (surestep) meter was 109 mg/dl (ss) and 186 (hcp) respectively (41% diff.). The pt's meter was not cleaned according to manufacturer's product recommendations. No symptoms were reported there was no allegation of harm.